Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient ((B)(6) male) 20 years ago. The initial setting pressure was 200mmh2o. On (B)(6) 2015, though the setting pressure had been unable to be changed after implantation, it could be changed. However, it automatically changed from 160mmh2o to 30mmh2o. On (B)(6) 2015, when the surgeon tried to change the pressure under radiography, it was found that the cam continued rotating and did not settle. On (B)(6) 2015, only the valve was replaced with (B)(4). (The abdominal catheter had already been replaced.) The patient's condition is good after surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. Corrosion on the edge of the stator was observed. Review of the history device records confirmed the valve product code 82-3100, with lot p.247, conformed to the specifications when released to stock on the 7th may 1993. The root cause of the stator dislodgement could not be clearly determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.